Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device had an inadequate seal, there was no regrasp alert, the end tone was heard and there was evidence of energy delivery. As stated, the patient was bleeding excessively during the procedure, the surgeon sealed the gastric vessels but they bled immediately and bled towards end of the case after being continually re-sealed. No patient harm.